Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. It was noted that the vent was not getting adequate oxygen supply. The customer reported that they would try a different oxygen source and hose to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement.